Manufacturer narrative:
The device was not received for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns to "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," it also warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's mother reported the following blood glucose and insulin treatment history for her daughter. Time: 8:52 pm, result (mg/dl): 224, bolus (units): 7.45, carbohydrate (grams): 50; time: 12:00 am, result (mg/dl): 300, bolus (units): 3.80. At 5:00 am, she corrected with a 3.80 unit bolus. At 6:00 am, her blood glucose was 412 mg/dl, and she deactivated the pod. She stated that the cannula came out of the infusion site, and there was blood in the cannula. She said that her daughter was not feeling well.